Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo show view of drainage catheter placed beside the kit label in which product details was mentioned and verified. The thread was noted to be coming out from the distal thread hole and completely detached from the proximal thread hub hole. Therefore, the investigation is confirmed for the reported break and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a ptcd drainage procedure under ultrasound guidance using the navarre universal drainage catheter. During the drainage process, the silk suture associated with the locking device pulled off. The damaged component was identified as the locking device suture. The suture was not overstretched, and no glue was visible at the end of the dislodged wire. The procedure was completed using another device. There was no reported patient injury.